Event description:
This lead was explanted and replaced due to dislodgement. The lead was no longer in the lv at all; it had pulled back to the atrium and was sensing and pacing the atrium. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.